Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high and undefined pacing impedance. The lead also exhibited high thresholds. It was noted that the impedance had steadily increased and then abruptly jumped to high and undefined. A lead fracture is suspected. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.